Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion due to a catheter left in-situ post procedure. The device had fluid loss. The existing cuff was explanted and replaced. There were no further patient complications.